Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, the balloon was broken. The device did not create any pressure over the abdominal cavity, "so it got out." There was no reported patient injury or adverse event. Additional information has been requested, but not yet received.